Event description:
The customer stated that she was hospitalized for high blood glucose and the reading was 681 mg/dl. The customer could not recall when the last infusion set change was. The customer was still using the same infusion set that she was hospitalized with. Troubleshooting was performed. The insulin pump was programmed correctly and passed the prime test. The customer later called to report a button error alarm, which the insulin pump was replaced for. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.